Manufacturer narrative:
Bayer case number: (B)(4) the problems essure has caused me led me all the way to surgery and, even so, a fragment of the device stayed in me [device breakage], the damage it did to my health [general physical health deterioration], damage psychological well-being [psychological disorder] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the problems essure has caused me led me all the way to surgery and, even so, a fragment of the device stayed in me") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required), general physical health deterioration ("the damage it did to my health") and mental disorder ("damage psychological well-being"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, general physical health deterioration and mental disorder to be related to essure administration. The reporter commented: since you are going to check with the person in charge of follow-up, please ask them if you can have a magnetic resonance of the pelvis while having an essure fragment inside the body! Thank you for replying. I¿ve already read the private message. The problems essure has caused me led me all the way to surgery and, even so, a fragment¿ of the device stayed in me. The damage it did to my health, psychological well-being, and sense of dignity was immense, and thank you for replying. I¿ve already read the private message. The problems essure has caused me led me all the way to surgery and, even so, a fragment. Of the device stayed in me. The damage it did to my health, psychological well-being, and sense of dignity was immense, and to this day, it continues even though I have only a fragment inside me. It's too late now, but it would be advisable to disclose the true ingredients of essure so doctors know how to treat adverse effects. Discrepancy noted regarding suspect product: essure & iberogast. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jun-2025: quality safety evaluation of ptc. Further company follow-up with the consumer or the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). The problems essure has caused me led me all the way to surgery and, even so, a fragment of the device stayed in me [device breakage]. The damage it did to my health [general physical health deterioration]. Damage psychological well-being [psychological disorder]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the problems essure has caused me led me all the way to surgery and, even so, a fragment of the device stayed in me") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required), general physical health deterioration ("the damage it did to my health") and mental disorder ("damage psychological well-being"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, general physical health deterioration and mental disorder to be related to essure administration. The reporter commented: since you are going to check with the person in charge of follow-up, please ask them if you can have a magnetic resonance of the pelvis while having an essure fragment inside the body! Thank you for replying. I¿ve already read the private message. The problems essure has caused me led me all the way to surgery and, even so, a fragment¿ of the device stayed in me. The damage it did to my health, psychological well-being, and sense of dignity was immense, and to this day, it continues even though I have only a fragment inside me. It's too late now, but it would be advisable to disclose the true ingredients of essure so doctors know how to treat adverse effects. Discrepancy noted regarding suspect product: essure & iberogast. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-nov-2025: quality safety evaluation of product technical complaint. Further company follow-up with the consumer or the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). The problems essure has caused me led me all the way to surgery and, even so, a fragment of the device stayed in me [device breakage] . The damage it did to my health [general physical health deterioration]. Damage psychological well-being [psychological disorder]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the problems essure has caused me led me all the way to surgery and, even so, a fragment of the device stayed in me") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required), general physical health deterioration ("the damage it did to my health") and mental disorder ("damage psychological well-being"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, general physical health deterioration and mental disorder to be related to essure administration. The reporter commented: since you are going to check with the person in charge of follow-up, please ask them if you can have a magnetic resonance of the pelvis while having an essure fragment inside the body! Thank you for replying. I¿ve already read the private message. The problems essure has caused me led me all the way to surgery and, even so, a fragment¿ of the device stayed in me. The damage it did to my health, psychological well-being, and sense of dignity was immense, and thank you for replying. I¿ve already read the private message. The problems essure has caused me led me all the way to surgery and, even so, a fragment. Of the device stayed in me. The damage it did to my health, psychological well-being, and sense of dignity was immense, and to this day, it continues even though I have only a fragment inside me. It's too late now, but it would be advisable to disclose the true ingredients of essure so doctors know how to treat adverse effects. Discrepancy noted regarding suspect product: essure & iberogast. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: translation received by crt. (B)(6) 2025: initial e2b imported as follow-up by crt. (B)(6) 2025: initial safetrack via e2b imported as follow-up by crt. (B)(6) 2025: translation received by crt. (B)(6) 2025: initial e2b imported as follow-up by crt. (B)(6) 2025: initial via e2b imported as follow-up by crt. (B)(6) 2025: translation received by crt. Further company follow-up with the consumer or the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.